Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and as a result the device was reprogrammed to lower outputs. It is believed the lead may be fractured. There have been no adverse patient effects reported to date.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the ra lead was surgically abandoned during a change out procedure for normal battery depletion over six years later. A new ra lead was successfully implanted. No additional adverse patient effects were reported.